Manufacturer narrative:
(B)(4). Concomitant medical devices: m2a 38mmx48mm cup # item rd118848 lot 383250. Taperloc por fmrl lat 10x140 # item 11-103204 lot 191410. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-02685. It is unknown if product will be returning to zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient underwent right hip arthroplasty approximately 16 years post initial surgery due to elevated metal ion levels. Patient stated she experienced 7 years of trouble trying to gain strength and fractured her femur 5 months prior to revision. Femoral head was replaced.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. Medical report details that the patient turned wrong and has increased pain with spasms bilateral total hip prosthesis¿s appear well seated. Old healed right pubic ramus fracture. No acute fracture or dislocation identified. CT report confirms there is an avulsion of the lesser trochanter on the posterior cortex of the proximal femur. Old healed pubic ramus fracture. No evidence of dislocation. Metal levels were extremely high. Implants themselves seemed stable radiographically back to 2012. There was black staining of the tissue. A complete synovectomy was done and metallosis removed. The acetabulum was inspected and there was no clinical evidence of loosening. There is osteolysis of the proximal femur with insufficiency fracture of the lesser tuberosity from the metallosis and osteolysis. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported, patient turned wrong and experienced severe pain and spasm. CT confirmed an avulsion of the lesser trochanter on the posterior cortex of the proximal femur. Further diagnostics revealed extremely high serum ion levels. The patient was revised 16 years post initial surgery for metallosis, elevated metal ion levels, difficulty ambulating, osteolysis, bone fracture, and pain. There was black staining of the tissue.